Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited high out-of-range shock impedance measurements greater 125 ohms. This lead remains in service. Patient was scheduled for follow up in clinic. No adverse patient effects were reported.